Manufacturer narrative:
Concomitant product(s): product ID: 37082, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3 7742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 377675, lot# v008786, implanted: (B)(6) 2007, product type: lead. Product ID: 3998 , lot# v010099, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The consumer reported that the patient experienced a burning sensation that started first while recharging but at the time of report it happened constantly. It was noted that the device was off for the past three months since shut off for a nerve conduction test. The sensation began six months prior to report and was at the implantable neurostimulator (ins) location. The patient reportedly wanted the ins taken out but could not find a doctor to do it. As of (B)(6) 2014 the patient still has concerns regarding her device or therapy but has not sought further help. Relevant medical history included post lumbar laminectomy syndrome.